Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/26/2021. H.6. Investigation: bd received seventeen (17) samples for investigation. The samples were evaluated by functional stopper pullout testing and the indicated failure mode for decapping with the incident lot was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of decapping with both the returned and retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#3741863.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "we received a few tubes that tops are coming off the tubes. It is not when collecting as a vacutainer (needle through the lid), but when the cap is popped off and then trying to replace the cap after putting blood in the tube. The tops of these tubes are also coming off while in route to the lab via pneumatic tube system and when taking the tubes out of the bag or handling them during the processing of the tubes."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion, the indicated failure mode for decapping was observed as 27 out of 29 retention samples failed the functional stopper pullout testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of decapping. Bd has initiated further root cause investigation relating to the issue of loose caps / stoppers through corrective and preventive actions. CAPA# (B)(4).

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "we received a few tubes that tops are coming off the tubes. It is not when collecting as a vacutainer (needle through the lid), but when the cap is popped off and then trying to replace the cap after putting blood in the tube. The tops of these tubes are also coming off while in route to the lab via pneumatic tube system and when taking the tubes out of the bag or handling them during the processing of the tubes."